Event description:
Additional information received reported that the implantable neurostimulator (ins) was moved from the upper back to stomach and there was pre-existing nerve pain in the ankle and heel. The patient also had programming before scheduling a lead revision. This past friday, he had his 2nd or 3rd lead revision. Each revision was about ¿3 weeks later each time.¿ the healthcare provider (hcp) told the patient that no leads were perfectly situated and that maybe before there had been blood products interfering. It patient also had pain due to a recent shoulder surgery.

Event description:
It was reported that there was stimulation in the wrong location. The patient was given help to move group c, which was both legs, to group b, which was controlling his right leg. The patient only had group a, b, and c, and that he did not have a program d. The patient activated program b but he couldn¿t feel stimulation. It was discovered that the patient did not have stimulation on. After the patient turned it on he saw the lightning bolt icon but still did not feel stimulation. He was on setting 1, which had amplitude of 0.40v. If the patient moved to setting 2, the icon for the pulse rate was 120. He was supposed to have an option for pulse width, but he only saw the icon for amplitude and pulse rate. The patient wanted to increase the depth of the stimulation so that he could get it in his heel. His healthcare provider (hcp) told him that he should adjust the width. The patient wanted to direct it more towards the bottom of his foot, ¿like my heel.¿ it was noted that the patient only had access to the settings the hcp programmed. Group a and b stimulated his buttock and hamstring, and group a also gave stimulation in the left leg. The patient was currently feeling stimulation in his lower half of his right buttock and more in his hamstring and top of the his right calf, but wanted it to be directed more towards his foot. The patient was advised to consult with his hcp. The following day, the patient had pain. He did not remember it being this painful with the previous implant. He had chills during the night, imply concerns for infections. It was clarified that the patient was only speculating and was redirected to his hcp to talk about it. He was just implanted, so he had swelling and things needed to settle down and further programming to capture the area he needed. The patient was going to meet someone soon for more programming. It was noted that the patient¿s training with the patient programmer (pp) was ineffective because the patient was still under the effects of anesthesia. While the person was helping him with programming, he was under a lot of pain medication and was really out of it when they talked to him. The next day the person came in but the patient was still pretty out of it so he did not remember a lot of it. The manufacturing representative also adjusted stimulation but he had not gotten the therapy right. It was also noted that the patient could not get the controller where he could see the numbers. He wondered if he could get a physician programmer, which was clarified to the patient that it was not available to patients. About 3 weeks later, the patient asked for a manufacturing representative to help with reprogramming. The patient met with his hcp who asked if the patient had been seen by a manufacturing representative but the patient had not been able to get in touch with one. Now the patient was in intense pain. The patient was then able to contact a manufacturing representative and his implantable neurostimulator (ins) was moved from his upper buttock to his abdomen. The manufacturing representative spent a couple of hours with him targeting his heel pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger. (B)(4).

Event description:
Additional information was received indicating that the patient put the remote on, but there was a problem with the implantable neurostimulator (ins) because it was not working where it was supposed to be. The patient mentioned that they had a problem with the lead not working. No outcome was reported regarding this event. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that a manufacturing representative met the patient on (B)(6). They spent an hour again, with no improvement in his coverage, and that information was sent to the patient's healthcare provider (hcp). The hcp was undecided if a second surgery on the lead would be warranted and he would need to discuss with the patient. The manufacturing representative had heard nothing since from either of them. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that programming, for almost 2 hours, had not improved any issues. When they first put the device in the patient felt the manufacturing representative "nailed it" with programming and got stimulation to where they wanted it. The patient did not know what they did with their patient programmer (pp) or if it was due to scar tissue around the lead, but something was not right with it. The patient went to the hospital to move the implantable neurostimulator (ins). The surgery was simply to move the battery from the flank to the abdomen, and the 565 lead was not touched. The patient's pain target was a spot about the size of a quarter on the inside of his right heel only. There were 3 incision scars in that area from earlier release surgeries and the spinal cord stimulator (scs) came after all that. Additionally, his pain was not steady state, it only came in momentary bursts without warning, and then it would be gone. Programming got close only with the lowest 565 electrodes to the right; 8, 9, 14, and 15. It covered routinely on the outside of the right heel and all the way up to the thigh/buttock, but never inside the heel. Using the center columns they could cover both feet together, left inside and out, and right only on the outside. The patient never felt paresthesia in the target spot, nor did he sense a reduction of pain when both feet are covered (sub-threshold effect). The healthcare provider (hcp) was reluctant to reposition the lead given this scenario and the transient nature of the pain spikes. It was noted that ins was moved on (B)(6), the day after thanksgiving. The reason it was moved was because it was over a bony iliac prominence, which caused him excruciating pain and discomfort any time any pressure was on it, whether the power was on or off. It was noted that impedances were very good. His original implant had it in the abdomen and that was where he wanted it. It was noted that the patient had a pre-existing condition of epithetic spasms on the bottom heel and inside of the foot. Currently, stimulation was not covering this area. The hcp wanted the patient to meet with the manufacturing representative one more time for reprogramming before scheduling a lead revision. The ins revision relieved pain because he did not have a big enough frame to accommodate the ins in the buttock; however, the spasms still existed. The patient now wanted to meet with a manufacturing representative. He was in pain and had been taking 6-9 pills of gabapentin every day to manage pain in their heel, which was the pain the patient had the ins implanted for. It was noted that this was a last effort with programming before he would go back for a surgical repositioning of his 565 lead. No was outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient was scheduled for a lead revision on (B)(6) 2015 to reposition his lead to attempt to achieve better pain stimulation to his heel. It was noted that the device was working well. The patient just wanted stimulation in a different location.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain and rsd/causal gia-complex regional pain syndrome. The patient stated that the health care provider did a horrible job and ¿didn't anchor the thing.¿ the patient stated that it was working and not working and revisions were performed. A couple of days after it stopped working, they ¿did something with it, reversed the lead or something. It worked, then it moved again, then he put all new hardware in. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient reported when the device was implanted on (B)(6) 2014, the lead was anchored. The patient said within two weeks of implant, he was having issues. The patient said the stimulation was not going where it was supposed to. The patient said he had four surgeries, and the device was still not working right. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 97740, serial# (B)(4), product type: programmer, patient; product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID: 97740, serial# (B)(4), product type: programmer, patient; product ID: 97754, serial# (B)(4), product type: recharger; product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
A fax of an operation report was received on 2019-03-29, which showed a spinal cord stimulator implantation t10 procedure occurred on (B)(6) 2015, due to the diagnosis of a neuro device malfunction. A repositioning of the spinal cord stimulator lead also occurred on (B)(6) 2015, as there was both a preoperative and postoperative diagnosis of a malpositioned spinal cord stimulator lead. It was indicated that during the procedure the lead was placed lower than it had been at the vertebral body level. No further complications were reported/anticipated.